Event description:
It was reported that the customer dropped her insulin pump. The top part where the reservoir screws into the insulin pump was broken. The reservoir compartment was missing pieces. The insulin pump had scratches on the lcd screen that made it hard for her to properly read the screen. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and reservoir tube window cracked.